Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00162 on 31-oct-2025. Additional information (12-nov-2025): siemens further evaluated the event by reviewing the available information in the complaint and concluded that the behavior was consistent with poor connection of the grounding screws in the integrated multisensor technology (imt) module. Imt measurement errors were observed on the quality control (qc) data intermittently. The investigation findings and investigation conclusions codes in section h6 were updated to reflect. The additional information. No further evaluation of this analyzer is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced removed the integrated multisensor technology (imt) and tightened all grounding screws. The cse replaced standard a. The cse ran 30 lytes samples without errors. Siemens is investigating the event.

Event description:
The customer reported a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, potassium (k) results.